Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver did not charge or boot. Functional testing and data download could not be completed due receiver does not turn on. The receiver case was opened for further evaluation. An interior inspection found no moisture damage, found defective battery and battery control chip contaminated/damaged. The reported event of an overheating receiver could not be confirmed because of defective battery and receiver does not turn on. A root cause could not be determined. Additionally, mt21255 usb power supply (charger) was returned. An investigation is not necessary as these devices are unrelated to the customer complaint. Also a mt20655 usb a to usb micro b cables was returned. An investigation is not necessary as these devices are unrelated to the customer complaint.